Manufacturer narrative:
(B)(4).  Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had a high blood glucose level of 425 mg/dl. They declined troubleshooting for the high blood glucose. They treated by changing the site, checked for ketone, and did a bolus through the insulin pump. The device will not be returned for analysis.